Manufacturer narrative:
The implant was not returned but radiographs confirmed the event. The implant remains in-situ and no further investigation can be completed at this time. It is unknown if the patient complied with post-operative instructions. Patient did not sustain a fall or injury but did complain of pain. Root cause has not be determined, no conclusion can be drawn. Review of labeling notes: warning and cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation,nonunion or delayed union, fracture of the vertebra neurological, vascular or visceral injury, pain, discomfort or abnormal sensations due to the presence of the device." Device remains in-situ.

Event description:
On (B)(6) 2015 a (B)(6) male had an intervertebral fusion device placed at l5-1. The cage looks to have migrated posteriorly into the vertebral foramen. Patient reported pain, but did not sustain a fall or injury. The surgeon has elected to monitor the patient. No revision surgery has been scheduled at this time.